Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014). The patient¿s test strips have been returned on 8/21/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. On (B)(6) 2014 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the blood glucose reading of 240 mg/dl on the reported meter and a reading of 140 mg/dl on an hcp meter within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient also reported to have experienced three hypoglycemic episodes during a month¿s time period; he was unable to provide specific dates. On one date, in the afternoon, the patient experienced the symptoms of sweating, being cold and dizziness; he did not test his blood glucose level while symptomatic. The patient noted his expected blood glucose reading at that time of day ranges from 110 mg/dl to 130 mg/dl. Prior to the onset of symptoms, the patient obtained a blood glucose reading on the reported meter of ¿greater than 180 mg/dl¿. Based on that reading, the patient took 15.0 units novorapid insulin according to his sliding scale. The patient noted he had not had anything to eat that day, prior to this event. After taking the insulin, the patient experienced the hypoglycemic symptoms. The patient administered self-treatment by consuming food and/or a drink and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with novorapid insulin taken on a sliding scale and 30.0 units lantus insulin twice/day. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/18/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.